Event description:
During removal of the product from its packaging, the stent slipped of the balloon of the stent delivery system. The information states that there was no mishandling of the product prior to opening. Also, there was no damage to the packaging noticed prior to opening.